Event description:
While utilizing the amplitude solution with the taqpath covid-19 high-throughput combo kit, a customer reported running samples on deep well plates that had duplicated barcodes, which led to certain results being overwritten by the sample manager software. The customer believed that this resulted in false results being reported. There were no reports of serious injury or death. Thermo fisher scientific was able to confirm that two (2) false negative results were reported out of the lab and communicated to the ordering physician and/or patient.

Manufacturer narrative:
During investigation, the customer supplied 2 data files. Thermo fisher scientific's r&d team was able to confirm that three (3) of the overwritten wells impacted by the duplicate barcodes were falsely reported as negative (two (2) wells were true positive upon retest, and one (1) well was inconclusive but upon retest was found to be true negative). All three (3) overwritten results were initially reported to the patient/physician as negative. In march 2022, thermo fisher released the amplitude system configuration v2.1, which includes an update to prevent a run from starting if a duplicate barcode on a deep well plate is detected; however, the customer has opted to remain on system configuration v1.0.2 to align with their company's eua, which does not have the ability to detect a duplicated barcode.